Event description:
The reporter stated the patient had a congenital cataract and it was difficult to remove. The surgeon finished the I & a and felt the vitreous face looked ok, so proceeded to insert the iol. The surgeon then inserted an aa4204vl silicone plate lens and the iol started to sink into the vitreous. This is when the surgeon realized that he had removed the whole posterior capsule prior to insertion of this lens, during I & a. The iol was removed with no patient injury, no incision enlargement or sutures. No vitrectomy was performed. The patient is doing fine. A staar phacoemulsification machine was not used in this surgery.